Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implants on both sides on (B)(6) 2011 and was presented with left side breast implant rupture, and bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right side. As a result, the patient underwent explantation and replacement with catalog number shpx380; serial number (B)(4) on the left side, and with catalog number shpx380; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.